Event description:
It was reported that the insulin pump alarmed auto off and could not clear the alarm. Customer stated changed new battery and received battery out limit alarm. Customer's blood glucose was 257 mg/dl. Troubleshooting was done. Unable to assist due to buttons on the insulin pump were not responding. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to lcd unlock keypad connector. Unable to test the operating currents or to verify the battery out limit alarm or auto off alarm due to the unresponsive buttons. The device was received with minor scratched display window, cracked reservoir tube lip, and missing end cap sticker.